Event description:
Healthcare professional reported bilateral capsular contracture, baker grade unknown, and bilateral rupture. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, white calcification-like material and a curved opening on the posterior side. A visual and microscopic analysis was performed which identified: a striated opening on posterior and creases fold. Based on the device analysis the final assessment is a striated opening on the posterior side assessed as surgical damage consistent with the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade unknown, and bilateral rupture. Device has been explanted. This record is for the left side.